Event description:
It was reported that the patient experienced left side infraclavicular discomfort one day post implant of the left ventricular (lv) lead. A device check revealed elevated pacing thresholds on the lv lead. The lead was reprogrammed, after which good capture was obtained and the patient's discomfort resolved. The lead remains in use. The patient is a participant in the adapta response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.